Event description:
The customer reported that while the unit was in use on a pt during cardiac surgery, the unit was turned off while the pt was on cardiac bypass. When the unit was turned back on (to come off bypass), the unit displayed "electrical fails code #57" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.